Manufacturer narrative:
Distribution history: the complaint product was manufactured at csi on 17/may/2018 under work order (B)(4) and sold on (B)(6) 2018. Manufacturing record review: DHR-243356 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: (B)(6) 2021 - 95675-leaking-the insulator tube is loose. Tightened insulator tube and tested ok. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 100631 this unit was at csi on (B)(6) 2023. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint product was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to the valve body o-rings leaking. The pulse piston was contaminated with cold soak solution. The leaking o-rings is attributed to normal wear and tear. The contamination of the pulse piston is attributed to cold soak solution left inside the tips is getting into the gun after the tips are soaked. The pulse housing assembly was cleaned. The valve body o-rings, pulse piston and spring were all replaced. The unit was tested ok and was returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends.

Event description:
No additional information is available.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to cooper surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the gun was not working properly. No adverse event reported. No additional information has been provided. 1216677-2023-00112 900001; ll100 023-07-0000290.